Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported there was air in the patient line of the integrated automated peritoneal dialysis (pd) set with cassette during initial drain of peritoneal dialysis (pd) therapy. The home patient (hp) was connected. Troubleshooting was unable to determine the cause of the air. The hp would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.